Event description:
It was reported that a user of the ilet bionic pancreas experienced recurrent low blood glucose, with a lowest reported value of 64 mg/dl, and requested device return after noting increased frequency of lows and weight gain from treating them. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and no need for outside assistance or medical intervention. Investigation included review of use patterns and user education. Investigation of this case revealed user manipulation of therapy by under-announcing meals and pausing the ilet during glucose decline, with subsequent coaching to announce ¿usual for me,¿ avoid suspending the system, and use a higher overnight target; device function and alerts were reported as present. It was concluded, based on previously established findings for similar reports, that user handling and use error were the most probable causes.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.